Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6, h7, h9 technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error code 800.8000. 1. If power on and get a 255-16-275 error every time, try to re-flash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 5. Explain to the customer that he needed to re-flash his unit. A review of the device history record for sn (B)(6)was performed, which showed the device had a manufacture date of (B)(6) 010 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.